Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument and was analyzed and found to have tearing. The tears measure from 0.024" to 0.167" in length. There were no signs of thermal damage present at the end of any tears. No material was found missing. The probable root cause can be attributed to potential user mishandling or misuse.

Event description:
The synchroseal instrument was an incidental return included with another instrument for unknown issue. No allegation was made against this product.